Manufacturer narrative:
Device evaluation summary - x-ray demonstrated heavy calcification on leaflets 1 and 2, small calcification nodule on leaflet 3, wireform distortion around the valve, and commissures 2 and 3 bent. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. Thrombus-like material was observed on the outflow aspect of the leaflets. Leaflet 2 had a 5mm tear near commissure 3. Leaflet 3 had a 3mm tear near commissure 1. Calcification was evident near the tear on leaflet 2. Incidental findings -the sewing ring was cut around leaflet 1 and near commissure 3. Additional manufacturer narrtive - device evaluation confirmed the reported stenosis as secondary to calcification. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 23mm bioprosthetic valve that was explanted due to stenosis secondary to calcific degeneration after an implant duration of approximately eight (8) years and five (5) months. The patient was (B)(6) at implant. The explanted device was replaced with a competitors mechanical valve. The patient was reported in stable condition.